Manufacturer narrative:
(B)(4). The device history review for the product visistat 35r 6/box lot #73m1700229 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that in each stapler, half of the staples are not working properly so it is very difficult to close the skin. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). The customer returned five units 528135 visistat 35r 6/box for investigation. Four of the returned samples were representative samples. The returned staplers were visually examined with and without magnification. Visual examination of the returned samples revealed that the actual sample was returned with its staples misaligned. The actual sample appears used as there is biological material present on the device. The actual stapler was returned with 31 staples left in the cartridge indicating that at least 4 staples were fired by the end user. The representative samples all appear typical and were all returned with 39 staples. Reference file (B)(4) for investigation photos. The actual sample was tested first. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. No staples fired. The trigger was engaged several more times with no staples firing. The misalignment of the staples is preventing the staples from moving down the track and into the forming tool. The stapler was disassembled and it was confirmed to have been assembled correctly. The remaining staples were removed from the cover block. A microscopic examination of the staple tips was performed with no burrs or defects observed. No other defects or anomalies were observed. Next, a representative sample was tested. Upon full engagement of the trigger, a staple was able to properly form and release. This was repeated with the same result. To simulate insertion into the skin, the stapler was fired into a foam pad. All three staples fired were able to engage and close into the foam. The remaining staples were fired from the stapler with no difficulty. This was repeated with the other three representative samples with the same result. No issues were found with the representative samples. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it cannot be determined what caused the staples to misalign in the actual sample. No errors could be found in the assembly to suggest a manufacturing related cause. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could not be determined. The reported complaint of "does not grab skin properly" was confirmed based upon the sample received. Five samples were returned, four of which were representative samples. The staples in the actual sample are misaligned which is preventing the staples from moving down the track into the forming tool. All staplers are 100% inspected at manufacturing for firing at the time of a manufacturing related cause. No issues were found with any of the representative samples upon functional inspection. The potential cause of this complaint issue could not be determined.

Event description:
It was reported that in each stapler, half of the staples are not working properly so it is very difficult to close the skin. There was no patient injury.